Event description:
Spouse of home pt (hp) reports leak with transfer set, exact location not reported. Spouse reports hp went to e.r.; however, was not treated. Spouse reports following day the set was changed at the dialysis unit. Per rn, hp has been treated with ancef prophylactically for 3 total days: 1 gm to dwell for 6 hrs each time. Rn reports hp is responding to treatment.